Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was provided with pump reset information by technical support, who assisted in resetting the pump, which resolved the malfunction, allowing continued use. The customer was advised to call back if the malfunction recurred.